Event description:
There was an allegation of a misreading of a sample barcode when using the hamilton star compl. With accessories. It was observed that sample ID (B)(6) was incorrectly captured as "d".

Manufacturer narrative:
The investigation is ongoing.